Event description:
Initial info rec'd from a consumer on (B)(6) 2012: a female consumer initiated poly-l-lactic acid (sculptra) (lot# and expiration date unk). She rec'd her last treatment in (B)(6) 2010. She is having a horrible problem with bumps all over her face from poly-l-lactic acid. Her plastic surgeon has been treating these bumps/nodules with saline for about 9 months and nothing. They are getting bigger and multiplying. They are very noticeable. She cries every day when she gets up and puts her make up on, her self-esteem and face have been ruined. She is very upset and so depressed over this. No medical history and concomitant medications were reported. No further relevant info provided.